Event description:
Patient reported that in (B)(6) 2022, during a thunderstorm, they kept feeling sparks in their back, which was clarified to mean they felt like they were touching electricity. Since then, a few days prior to the report, the patient was having trouble recharging the implanted neurostimulator (ins).  Also, the device was not helping their foot.  Patient services reviewed to try recharging, but the issue was not resolved with troubleshooting.  They were redirected to see their doctor to further address this event and have their device checked. Additionally, a replacement recharger was ordered for the patient to rule out the recharger as being an issue.  No device/therapy allegations were made against the recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.